Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The canister o-ring was replaced to resolve the issue. Customer contact reports no patient information is available. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).